Event description:
Report received from (B)(6) stating that the foot control is having the problem of coil leak. The device was not being used during surgery. It is unk if injury or medical intervention occurred. It is unk if a delay in surgery occurred as a result of the device issue. There was no additional info provided.

Manufacturer narrative:
The device was received by (B)(4). The device was evaluated and the reported condition of "fluid/oil leak" was confirmed. During service, the device was found to have an oil leak around the oil fill tube. If add'l info becomes available, a supplemental report will be submitted. Ref: (B)(4).

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).